Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 85 mg/dl on the advantage system compared back to back with a result of 39 mg/dl on the ems system when testing was performed with 10 minutes. Reporter stated the customer took 16 units of humalog after the 85 mg/dl result was obtained and began eating dinner. Reporter stated that the customer became hypoglycemic and the ems arrived to treat the customer with a sugary gel and taking him to the hospital for an IV after the 39 mg/dl result was obtained. Reporter stated that at a different time another comparative test of 90 mg/dl was obtained on the advantage system compared back to back with a result of 54 mg/dl within 10 minutes on the ems system. Reporter stated that the customer took 16 units of humalog after the 90 mg/dl result was obtained and began eating dinner. Reporter stated that the customer became hypoglycemic and the ems called. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips are not available and so, no product will be returned for evaluation.